Event description:
It was reported that the pt was revised due to loosening of the tibial component.

Manufacturer narrative:
Eval summary: operative notes from the revision surgery were returned for review. The postoperative diagnosis indicates aseptic loosening of the tibial component. Mild loosening was noted around the medial side. X-rays, were not provided. A product history search identified no other complaints for the part and lot combination of the tibial component. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the info provided; however, the complaint may be reopened upon return of x-rays and/or product or further info. Device history records were reviewed and found to be conforming to the requirements at the time of manufacture. The info provided on this form was previously submitted under mfg report number 1822565-2012-02616.